Manufacturer narrative:
The referenced CT angiogram in (B)(6) 2018 showing focal kinking of the outflow graft was reported under medwatch MFR report #2916596-2018-00898. The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 9 months no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that following implant, the patient had recurrent low flow alarms with increased frequency, requiring hospitalization. Reportedly, no alarms were associated with hemodynamic instability. Prior chest computed tomography (CT) angiogram on (B)(6) 2018 showed normal lvad position, free from thrombus. However, the distal anastomosis of the outflow cannula showed focal kinking. The patient was hospitalized on (B)(6) 2018. Right heart catheterization on (B)(6) 2018 revealed no concern for hemodynamically significant obstruction to the outflow graft. The patient was given fluid challenges, but without alarm resolution. It was reported that the alarms persisted and interfered with rest even after all attempts to identify and resolve the recurrent low flow alarms in the hemodynamically stable patient. Due to age and comorbidities, the patient was not a candidate for invasive procedures. The manufacturer, FDA and wirb approval was obtained to decrease the system controller¿s low flow alarm parameter from 2.5 lpm to 2.0 lpm. Installations of the heartmate iii software v. 2.0.0.975 part #1010073 v1.5.2 main mcu application s19 and prescription custom medical device label v1.5.2 was performed for compassionate use. It was reported that no further low flow alarms had occurred since the parameter was changed. On (B)(6) 2018 the patient was feeling better, walking a little, no complaints of dyspnea, mean arterial pressure (map) was at target and there were no pump concerns.

Manufacturer narrative:
The patient remains ongoing on (B)(4). Analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause for these events could not conclusively be established through this evaluation. Log file review found no atypical alarms or events captured. The pump appeared to be operating as intended and the actual motor speed remained above the low speed limit for the duration of the log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.